Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system failed to boot up successfully. The fse performed system diagnostics and found the host pc defective. The fse replaced the host pc, generated and installed the new license to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.